Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Upon visual inspection of one photo, the following was observed: the photo shows a gold reload from top view and it can be seen partially fired 1/10. Body fluids were observed on the cartridge. Based on the photo, the event described is confirmed, however, no conclusion or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a nephrectomy, on the second firing of the stapler with a white reload, the stapler stopped mid-fire and wouldn't complete the firing sequence. A second like stapler and reload were used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2020. D4: batch #u5aj0h. Investigation summary the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The staple line and cut line were complete and the staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed, as the device performed without any difficulties noted and no cartridge was returned for analysis.